Manufacturer narrative:
The device patient board was changed at service site (B)(4). Device was tested once replaced and device works normal. The failure found was found to be attributed to faulty patient board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device is not working on 180 endoscope scope series. The issue occurred during preparation for use. Device was found with faulty patient board. There is no patient involvement reported on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: e1, e2, e3, g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was assumed that the cause of the phenomenon is as follows, since the product was a product before countermeasures due to a change in the operational amplifier circuit design of the patient board (dr board), it is considered probable that an image of the 180 scope did not have output due to a failure of the operational amplifier. Based on the results of the investigation, it was presumed that the phenomenon was caused by the operational amplifier failure. Olympus will continue to monitor complaints for this device.